Manufacturer narrative:
Results: the pet lock on the proximal end of the second ruby coil was intact. The pusher assembly was kinked in multiple locations along the hypotube. The coil was not intact with the pusher assembly. The stretch resistant (sr) wire of the coil was fractured and the coil was unraveled. The non-penumbra microcatheter was kinked in multiple locations along the catheter shaft. Conclusions: evaluation of the returned devices revealed that the non-penumbra microcatheter was kinked in multiple locations along the catheter shaft. This damage was likely the cause of the resistance experienced by the physician while advancing the coils, as indicated in the complaint. If the ruby coils are manipulated within a damaged microcatheter, it is likely that the ruby coils will become damaged and stuck. Penumbra coils are 100% visually and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that this report is associated with MFR report number 3005168196-2015-00969.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully deployed and detached three ruby coils into the aneurysm. While attempting to advance a new ruby coil through the microcatheter, the physician encountered resistance and removed the ruby coil, which felt stiff and sticky. During the second attempt to advance another new ruby coil through the microcatheter, the physician again met resistance and was unable to advance the coil. The physician had difficulties removing the ruby coil from the microcatheter so he successfully removed the entire microcatheter containing the ruby coil from the patient. The physician then performed an angiogram and verified that the aneurysm was angiographically occulted. There were no new attempts to embolize the aneurysm. The procedure successfully completed. There was no report of an adverse effect to the patient.